Manufacturer narrative:
The unique device identifier UDI number is unknown because the lot number and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, patient experienced bilateral loss of sensory in the lower extremities. As a result, the procedure was aborted. Reportedly, neuromonitoring confirmed bilateral loss of sensory input during laminectomy. Follow-up from manufacturer representative indicated that patient continued to have numbness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.